Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow keypad button has been intermittently unresponsive for the past 2 weeks. She noted that the button feels flat and requires multiple presses to obtain a response. The pt stated that all other keypad buttons are functioning properly, and they click and spring back as expected. She denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that she wears the pump in her pocket.